Event description:
Reportedly, the ventricular tachycardia (vt) of (B)(6) 2014 was not recorded in device memory. An analysis is requested.

Event description:
Reportedly, the ventricular tachycardia (vt) of (B)(6) 2014 at 7:50pm was not recorded in device memory. An analysis is requested.

Event description:
Reportedly, the ventricular tachycardia (vt) of (B)(6) 2014 at 7:50pm was not recorded in device memory. An analysis is requested.